Event description:
It was reported that a patient had a full revision due to battery depletion and high impedance. The facility does not return products to the manufacturer. No additional relevant information has been received to date.